Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device male iui not connecting. There was no patient involvement.

Event description:
It was reported that the device male iui not connecting. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21 annex c: c21 additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, annex a: a0401 annex b: b22 annex c: c20.

Manufacturer narrative:
Correction: unique device identifier (UDI)#, added pi to the unique device identifier (UDI)# field, additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?. Investigation summary: field technician stated issue of male iui communication failure was not confirmed. On 22-july-2024, lvp was received unboxed and with paperwork. Lvp when attached to lab pcu passed asm check-in. Internal investigation was not deemed necessary. Device to be returned to san diego repair center for processing. No faults found. No repair required. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing.

Event description:
It was reported that the device male iui not connecting. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b22 annex c: c20 annex d: d16 additional information: annex b: b01 annex c: c0201 annex d: d02 investigation summary: field technician stated issue of male iui communication failure was not confirmed. On 22-july-2024, lvp was received unboxed and with paperwork. Lvp when attached to lab pcu passed asm check-in. Internal investigation was not deemed necessary. Device to be returned to san diego repair center for processing. No faults found. No repair required. Failure investigation report attached to qn in sap.

Event description:
It was reported that the device male iui not connecting. There was no patient involvement.